Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information the doctor had to remove the sling from the patient as the sling did not hold tension when pulled tight.